Event description:
It was reported that during a left ventricular lead implant, a cps direct tool was used to cannulate the coronary sinus (cs). When the contrast was injected to look at the cs, it was noted that the dye stayed in the muscle, indicating a small cs dissection. The cs was then successfully cannulated, and the lead was implanted. No intervention was required and the patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Further intervention necessary.